Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, after a farawave catheter was inserted into a faradrive steerable sheath, air was continuously aspirated from the flush tubing of the sheath. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, after a farawave catheter was inserted into a faradrive steerable sheath, air was continuously aspirated from the flush tubing of the sheath. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that no abnormalities were noted during preparation of the sheath, and no air was ever seen in the patient. The device was discarded and will not be returned.